Event description:
It was reported that in tka case when placing 5 in 1 femoral cut block (after distal burring was performed), surgeon checked anterior cut with virtual angel wing/plane checker and the rotational numbers were under 1.0 but navio said there was a 19 mm discrepancy. Surgeon checked with manual angel wing and anterior cut looked okay but could not get number below 19. Also during case, because of the issue, went back to implant planning to investigate and make sure the depth resections looked okay and the system threw up a warning and took them all the way back to ankle center. Surgeon had already prepped tibial post holes and because femoral cut block looked fine with manual angel wing, proceeded with femoral cuts and then utilized some of the manual instruments and visionaire tibial tools and extramedullary rod just to verify the tibial rotation/depth and proceeded with cuts. Final outcome was great, implants fit well.

Manufacturer narrative:
H10: the device was used during treatment when there was an 81mm discrepancy when checking the femur checkpoint. The log files and case screenshots were returned for evaluation. DHR review found that the software version (navio rc- 6103) had been validated. A complaint history review found a total of 18 complaints of the reported issue and it will continue to be monitored. This failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (B)(4) provides instructions for attaching the trackers in the bone tracking hardware section. The relationship of the device and the reported event has been established. Review of the case screenshots found that the distance of 81mm is caused by taking a checkpoint for the tibia when the software is expecting the femur checkpoint or vice versa. It is likely that the surgeon did not realize the the femur checkpoint had not yet been taken and had the point on the tibia checkpoint when the system was taking the femur. Since the landmarks were reset after the checkpoint verification, we cannot confirm or deny if the femur tracker had moved and confirm where the error might have occurred. Therefore, the root cause of the reported event was due to user error. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the user was able to use the manual instrumentation to complete the procedure. The procedure delay did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time